Manufacturer narrative:
(B)(4).

Event description:
Initial reporter called to report the bed isn't lifting up at the head end. No report of injury.

Event description:
Initial reporter called to report the bed isn't lifting up at the head end. No report of injury.